Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. Dexcom technical support advised patient to reset device on (B)(6) 2014. Dexcom has issued an rga for patient to return device to be investigated. Patient reported feeling good at the time of the call.

Manufacturer narrative:
The returned complaint device was visually inspected and no defect was found. A review of the receiver data log was unable to confirm reported hardware error. The complaint of a hardware error could not be confirmed, as no defect was found.